Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Manufacturer narrative:
The impella device was discarded after explantation per the customer and therefore, an evaluation of the device is not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient implanted with an impella cp device for mechanical circulatory support experienced access site bleeding the day of explant. The patient was on support for 12 hours. It is unknown if the patient received blood products. Based on additional information, however, the impella cp pump surgical explant was completed as part of the initial plan. The outcome of the patient was noted as survived with no further vascular issues.